Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2012. On (B)(6) 2012, the device failed the weekly self-test because of a low battery. The device would have switched to fault mode and the customer would have been alerted by the status indicator flashing red and the device emitting an audible warning message. On (B)(6) 2012, a new pad-pak was installed and the device performed to specification up to (B)(6) 2012. On (B)(6) 2012 the device failed the weekly self-test and on (B)(6) 2012 a new pad-pak was installed. There was no evidence in the data to indicate that the device was switching on automatically. Initial investigation confirmed that this device would not power-up and that instead of flashing on and off the green status indicator remained illuminated. Further testing confirmed an excessive current drain of the device. The excessive current drain of the device can be attributed to the failure of the status indicator led on the membrane remaining illuminated. Testing concluded that the 2 pad-packs returned with the device (lot 617) had both been significantly depleted. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.